Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The customer reported a ventilator in which the machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
G4: 03sep2020. B4: 04sep2020. Technical support provided remote assistance to the customer and advised to replace the data acquisition (da) printed circuit board assembly (pcba) and the cable that connects the da pcba to the motor controller (mc) pcba, however, the customer reported that these parts did not resolve the problem. Technical support continued troubleshooting with the customer and advised to replace the mc pcba, the power management (pm) pcba, or the central processing unit (cpu) pcba. The customer reported that the parts were installed and the issue was resolved, however, they did not specify which parts were replaced. Multiple good faith efforts were made to confirm which parts were replaced to ultimately resolve the problem, however, the customer did not provide additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.